Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a compromised forced sensor alarm during priming. Their blood glucose was 269 mg/dl. They said that they were about to eat when the alarm occurred. During troubleshooting, the customer states that insulin pump was dropped a few times. They were advised to remain disconnected from the pump. The customer states that the drive support cap was sticking out. Advise the customer to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced, to discontinue use of the insulin pump and to revert to the back-up plan per their doctor¿s instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk. The pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test. Unable to perform occlusion test, prime test and no delivery test due to the compromised force sensor system alarm.